Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that both of the patient's leads migrated. Surgical intervention was undertaken on (B)(6) 2024 wherein both leads were explanted and replaced to address the issue. Therapy was restored post procedure.